Manufacturer narrative:
An event of central regurgitation, valve underexpansion, heart block, pulmonary edema, aortic regurgitation, hypertension, and atrial fibrillation was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information, the reported central regurgitation and aortic regurgitation are cascading events of the valve underexpansion. A cause for the reported valve underexpansion could not be conclusively determined. It is possible that patient anatomy contributed to this event. The reported heart block appears to be related to procedural conditions (implant height). The reported pulmonary edema is a cascading event of the hypertension. Causes for the reported hypertension and atrial fibrillation could not be conclusively determined. The reported unexpected medical interventions and surgery were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
Clinical information: crd_1059 - vista registry, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 27mm navitor vision valve was successfully implanted in a patient. There was no difficulty implanting the 27mm navitor vision valve. There was no calcification extending beneath the aortic annular plane in the interventricular septum. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was re-sheathed during once procedure due to being deployed too high. The final non-coronary cusp implant depth was 4.63mm. Post-procedure it was noted that the patient developed a left bundle branch block (lbbb) and pulmonary edema. The decision was made to place the patient on continuous positive airway pressure (CPAP). On (B)(6) 2024, it noted a balloon aortic valvuloplasty was performed using a 25mm non-abbott device due to moderate regurgitation. On (B)(6) 2024, it was noted that the patient had an onset of atrial fibrillation. The decision was made to implant a permanent pacemaker. The cause of the patient's left bundle branch block is attributed to the implantation height. The cause of the patient's pulmonary edema is attributed to the patient's hemodynamics and hypertension. The cause of the patient's regurgitation is attributed to under expansion of the 27mm navitor vision valve.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.